Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a hypoglycemic event with a reported blood glucose of 30 mg/dl after a missed meal announcement while using the ilet bionic pancreas; no alerts or alarms were reported and no third-party medical assistance was required. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose consisting of one cup of orange juice and four gummies, with no seizure, loss of consciousness, or hospitalization. Investigation included complaint history review, device history record review, and user interview and troubleshooting with education. Investigation of this case revealed user-related contribution due to missed meal announcement, with no device malfunction identified. It was concluded that the event was use-related and consistent with expected risks associated with missed meal announcements. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.